Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer over filled the cartridge with insulin. Customer¿s blood glucose was 383 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support.